Event description:
It was reported that during attempted implant of the lead the physician may have lanced the lead with suture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. The outer tubing overlay and outer insulation were breached cut. There was blood/body fluid (not obstructed) on the defibrillation and proximal conductors. There was also blood/body fluid on the outer tubing overlay. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The visual analysis revealed the lead was damaged at implant.